Manufacturer narrative:
We have received the device for evaluation and it is confirmed that one of the centering hoops/blades is caught on the retainer slot. We did pull on the green handle to close the centering hoops/blades and observed that another hoop/blade was protruding out of the retainer slot and didn't seat properly. The device hoops/blades were opened and closed again and all hoops/blades acted properly without further incident. The device was opened and closed several additional times without further issues. We reviewed the lot history records for this lot number and did not find any discrepancies that would contribute to this incident. Our complaint history analysis showed that no other similar complaints were found on this lot number. Please note that we perform a 100% visual inspection of the hoop/blade assembly during the manufacturing process and our quality group does a sampling of the lot prior to packaging. Our instructions for use inform users to inspect the hoop/blades for damage and alignment prior to use. In this case, the user properly followed the instructions and properly identified the issue. At this time, we are unable to determine the root cause of the defect. It is possible the hoop/blade was misaligned during packaging or during shipment to the facility. It is also possible the device was mis-handled at the facility prior to the pre-use check. Prior to this lot being built we implemented a series of improvements to our manufacturing process to resolve similar issues. The corrective actions taken have reduced the rate of these types of incidents. Device was not used in the patient. Procedure was completed using another valvulotome that they have in stock.

Event description:
During pre-use check, the surgeon noticed one of the four centering hoops/blades was caught on the housing (or retainer) slot. The device was not used during the procedure.